Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical while the ventilator was running on patient, xdcr/transducer fault, low pip/peak inspiratory pressure, low ve/minute ventilation and high rate alarms triggered. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention, patient was transferred to a different ventilator.